Event description:
Customer took a blood glucose test of 350mg/dl and took 30 units of insulin based on the device result. 1 1/2 hours later the customer was acting funny. The customer was taken to the emergency room. The hosp received a result of 47mg/dl. The customer was given food and drinks at the hosp. No controls were in use. A request was made for return of the suspect device and replacement product was sent.